Event description:
A pantera leo coronary balloon catheter was selected for treatment. Difficulties were experienced in withdrawing the pantera leo over a guide wire. Both devices had to be removed together.

Event description:
A pantera leo coronary balloon catheter was selected for treatment. Difficulties were experienced in withdrawing the pantera leo over a guide wire. Both devices had to be removed together. 04-jun-2021- incorrect lot number reported. Opened in error, closing this report. Correct number reported on MDR-1028232-2021-03280.